Manufacturer narrative:
Production records analyzed and trend analysis conducted for lot 515912. No abnormalities were detected.

Event description:
End user reports that their pen needles are not dispensing the proper dose of insulin. The pen needle will become clogged during dosing with levemir flextouch insulin pen.